Event description:
It was reported the patient presented to the clinic for a routine follow-up. Upon interrogation, the left ventricular lead exhibited loss of capture. Fluoroscopy indicated the lv lead was dislodged. Repositioning attempts were unsuccessful. Subsequently, the physician plugged the left ventricular port of the device. The patient's condition was reportedly good pre- and post-operative.

Manufacturer narrative:
(B)(4).